Event description:
It was reported that post-op, spacer identified to have migrated out of disc-space. Revision conducted to remove and replace. Patient outcome: no adverse effect reported as result of the event.

Manufacturer narrative:
A visual examination of the returned implant found markings and indentations on the posterior end of the implant most likely caused during explanation of the device. However, the machined ridge features of the implant look to be in fair to good condition on both sides of the implant. No functional testing was performed on returned implant, however previously testing has been completed as part of the validation testing for this product line. The manufacturing record was reviewed and there were no dimensional, functional or material anomalies found in the documentation. Cage migration has been well reported in the literature and has been ascribed to factors such as the lack of pedicle screw fixation, improper preparation of the vb endplates, small cage size, and posterior positioning of the implant. The probable underlying root cause for the reported event is most likely one of those factors as the implant looks to be in good to fair condition.